Manufacturer narrative:
No failure found. The ics historical database and 90478 module investigation found several pause events that did not meet the criteria for triggering an alarm. We expect that an asystole alarm would have generated if any of these alarms lasted longer than 5 seconds in duration. The device functioned as expected. The customer continues to use the involved devices without recurrence. This investigation is considered close.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2020, that 2 uvsl tele beds had an issue recently and wanted advice on how to test them. He said one had a pause and one had an issue with pvcs. No injury was reported with this event.